Event description:
It was reported that the arctic gel pads neonatal were leaking and had to replaced with another neonatal pad.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is considered within specification as the reported failure could not be reproduced. The product was used for patient treatment or diagnosis. The product had not caused the reported failure. Visual evaluation of the returned sample noted one neonatal gel pad with no original packaging. No defects were noted on the pad surface. The connectors had no visible chips or deformities. The tubing noted no kinks or defects.the neonatal gel pad was tested. A total of 3.02 l/min m2 of flow rate was registered during the test. The system diagnostics recorded circulation pump command at 30% and inlet pressure at -7.0psi. The reported event was unconfirmed as the flow rate was found to be within specification for the returned pad. (Acceptable range > 2.4 l/min. M2). No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review is not required as the reported event is unconfirmed. Corrections: d, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic gel pads neonatal were leaking and had to replaced with another neonatal pad.